Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive issues in which the infusion set fell off during use event on (B)(6) 2026. The infusion set was in use for about eight hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.